Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defibrillation conductor was distorted. Blood was noted in/on the mechanism and mechanism (sleeve head), the inner tubing was kinked and buckled and the lead appeared to have been damaged at implant.

Event description:
It was reported that the coil of the right ventricular lead caught in the sheath during the implant procedure. The lead was not used and another rv lead was implanted. The lead was returned to the manufacturer and subsequently tested out of specification. No patient complications were reported as a result of this event.